Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you identify the lot number of the product used? Was the needle piece retrieved during the same procedure? What was done to retrieve the needle piece? (E.g lap procedure to open procedure, second intervention?) Is the device or samples from the same lot available to return for analysis? Response received: I have not had the opportunity to visit the hospital where the product complaint happened, as the owens & minor rep was also out of office. However I do know that the needle piece was retrieved during the procedure and radiology was called in to perform an x-ray and no additional needle pieces were found inside the body.

Event description:
It was reported that a patient underwent an open abdominal surgery on (B)(6) 2026 and suture was used. During the procedure, the tip of the needle broke off. And it was found during x-ray. The needle piece was retrieved during the procedure and radiology was called in to perform an x-ray and no additional needle pieces were found inside the body. There were no adverse patient consequences. Additional information was requested.